Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. The device failed the residual gas analysis test. The device passed the electrical tests performed. However, this device had moisture that exceeded the residual gas analysis test limit. Based on the residual gas analysis data it is believed that this device was not hermetic. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The company was informed that the recipient reportedly experienced a lack of benefit from the device and became a non-use. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.